Event description:
Boston scientific received information that, during a recent follow-up, this right ventricular (rv) lead displayed a red alert for a high out of range shock impedance measurement. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.